Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent performed an initial evaluation of the customer's device and verified the device had logged a service code, indicative of a shock not being delivered. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device had logged service codes and would intermittently not deliver defibrillation shocks. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device had logged service codes and would intermittently not deliver defibrillation shocks. There was no patient use associated with the reported event.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 301587611/18/2019-001c is relevant to the reported issue.

Manufacturer narrative:
A third-party service agent replaced the main keypad assembly and observed proper device operation through functional and performance testing. The device was subsequently returned to the customer for use. The likely cause of the reported issue was determined to be due to a nickel oxide film forming on the nickel dome switch of the shock button of the main keypad assembly. This increases the resistance of the nickel dome switch, resulting in the shock button becoming inoperable and causing the device to not deliver a shock when pressed.

Event description:
The customer contacted physio-control to report that their device had logged service codes and would intermittently not deliver defibrillation shocks. There was no patient use associated with the reported event.